Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated on the third day after the sensor was inserted, the sensor site was inflamed and reddish, and pus exuded if pressure was applied. The patient¿s mother called (B)(6) for emergency and the general practitioner (gp) phoned her back to discuss the infection, and he prescribed flucloxacillin antibiotic. At the time of the report the patient was feeling better. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, a correction has been made and additional information has been provided.